Event description:
The account alleged that the bed that will not go into trendelenburg or reverse trendelenburg. There were no injuries.

Manufacturer narrative:
The account found the trendelenburg switch was broken off. No further info is available on the repair of the bed at this time.